Event description:
After one year of cochlear implant use, this child reportedly stopped responding. All externals were swapped but this did not help the problem. X-rays were normal. An implant test in 2005 showed that the device was not communicating with the programming software, which is consistent with failure of the device. Explantation and reimplantation surgery took place about two months after.